Event description:
The da vinci s fenestrated grasper broke while being used in a case. The md continued to use the instrument during the cuff closure per the md request. The broken instrument was retrieved from the surgical field after the cuff closure. The md and the da vinci rep were in the room during the incident. The instrument had been used 9 times.